Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device change out. During the procedure while cautery was being used, the pulse generation exhibited loss of capture. The pacemaker dependent patient was asystole for 3 to 5 seconds before external pacing. The patient was doing fine post procedure and would be monitored.